Event description:
It was reported that the insulin gauge was inaccurate additionally it was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Customer¿s blood glucose ranged from 210-230 mg/dl. Reportedly, the customer continues to use the current pump until replacement arrives.